Manufacturer narrative:
The event was determined to be supplemental information and the investigation will be covered under MFR report # 2916596-2022-10888.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6) . No product is available for investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU ¿introduction¿ lists neurological event (not stroke-related) as an adverse event that may be associated with the use of hm 3 lvas. Section 6 ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication that may be associated with the use of the hm 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The onset of cerebrovascular disease was (B)(6) 2021, one day after left ventricular assist device (lvad) implant. The patient was under follow-up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event occurred at (B)(6). Article title: practice of home care for ivad patients. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the literature article "practice of home care for ivad patients" that the patient had left hemiplegia and higher brain dysfunction due to cerebrovascular disease.